Manufacturer narrative:
The drill bit subject to this investigation was not returned to the MFR for eval. Part number and lot number info have not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a repair of the patella of the left knee, the drill bit broke at the tip. It was further reported that there were no adverse consequences.